Event description:
It was reported that the arctic sun device had just been returned from repair. Filled device and checked protocols to then walked around to back of device and saw it was leaking quite a lot from the drain port only 1. Per follow up information received via mail on 27sep2024, it was reported that the arctic sun device will be coming into a bd facility. The device was not repaired, in queue for repairs and no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is covered by CAPA # 2666889. The device was evaluated upon receipt. Leakage from the drain valve. Replaced drain valve. Performed est, functional verification. Labeling review is not required because labeling could not have prevented this issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.